Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument was generating "waste sump full" messages and a leak was found coming from the hydropneumatic system. Customer reported the leaking fluid looked like waste. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer by phone. Customer found loose tubing on the waste exit sump, and reseated the tubing and no further leaking was observed. Repair was verified per established procedures.

Manufacturer narrative:
(B)(4).